Event description:
The customer reported a leak at the probe involving an coulter act diff analyzer. The customer indicated that a probe leaked 1-2 cc of diluent while running controls and the leak was not contained within the instrument. The customer was wearing gloves at the time of the event and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and replaced all diluent filters and tubing at pinch valve (pv) 8 to resolve this issue. The fse also replace the vacuum isolator chamber (vic) and bleached the apertures and waste pathways. Repairs were verified per established procedures and results met published specifications.

Manufacturer narrative:
Results: vacuum isolator chamber. (B)(4).